Event description:
It was reported that the patient's log files were submitted for review. The log files captured low power hazard, no external power alarm(s) and other associated alarm types on (B)(6) 2025. These alarms were caused by the brief interruption of power to the mobile power unit (mpu). There was no interruption in the pump support during these events. Additional log files were submitted on (B)(6) which revealed no unusual events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On 19nov2025, the submitted controller event log file captured power cable disconnect and low voltage hazard alarms while connected to the mobile power unit (mpu) due to a loss of ac power. Power was briefly restored before another loss of ac power occurred. Shortly after, a no external power alarm was captured. The alarms resolved when power was restored to the system. The backup battery supported the system without issue during this event. There were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the reported event, if the mpu was exchanged, and if any product will be returned; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. No further information was provided. The manufacturer is closing the file on this event.